Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (using the cartridge beyond recommended number of days).

Event description:
The patient contacted animas on (B)(6) 2013, reporting that for the past three days she has had blood glucose (bg) levels in the range of 500mg/dl to 600mg/dl with moderate headache and body aches. She treated herself with extra fluids and injection boluses and her bg went down to 280mg/dl. The patient stated that she did not go to the emergency room nor call her healthcare professional. The patient reported that she changed her cartridge every five to six days filling them with as much insulin as she can get into the cartridge. She stated that she changed her cartridge today with new insulin and her bg returned to the 200mg/dl range. Customer support (cs) reviewed with the patient the need to fill cartridge to the amount to be used within three days and to use a new cartridge every three days. Cs also advised the patient to speak with her healthcare professional about the amount of insulin needed for the pump for the month so that she has the correct amount on hand. This report is being made due to the patient's alleged hyperglycemic event that resulted from using the cartridge beyond the recommended number of days.